Event description:
During a total knee replacement procedure, a very experienced crna [certified registered nurse anesthetist] was placing a spinal needle- the provider described it as "didn't needed to maneuver the needle at all and nothing out of the ordinary" - the crna then felt the spinal needle that was through the introducer "give way" and saw that the spinal needle had broken off at the hub- physician was close by and was able to immediately assist with full removal of the device- all staff present verified that the entire actual spinal needle was removed from the patient- a spinal block was then placed- the issue was forwarded to our system value analysis and supply chain for review.